Event description:
It was reported that the device had frequent primary audible alarms. No patient harm or no patient injury. The event occurred during infusion.

Manufacturer narrative:
One device was returned for analysis of complaint that repeated audible alarm events. No related alarm codes were found in event history. Review indicated that the j9 connector may have become fatigued which could have contributed to intermittent signal loss. As a customer satisfaction action, the interconnect board was replaced. No systemic product design issue was identified, and the device passed verification testing after service.